Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125641 with limit of detection (lod) on internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 190- 000 / lot m125641 and test base part number 190-430 / lot m125641. The lot met the required release specifications with no false positives observed. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125641 showed that the complaint rate is (B)(4). No further action is required. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. Customer advised that his results came back positive 2x on day 15 using ID now after receiving a negative pcr result on day 12. The customer indicated that both nostrils were swabbed per the product insert instructions. Repeat testing was performed. Patient was symptomatic. The customer was quarantined for 15 days. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.